Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21aug2019.

Event description:
It was reported that the ventilator went into standby mode when the patient mask was detached, although standby mode was not enabled. The ventilator was being used on a patient at the time that the problem was discovered; however, there was no patient harm. The patient's information could not be disclosed.

Event description:
It was reported that the ventilator went into standby mode when the patient mask was detached, although standby mode was not enabled. The ventilator was being used on a patient at the time that the problem was discovered; however, there was no patient harm. The patient's information could not be disclosed.

Manufacturer narrative:
MFR received date: 04sep2019. The manufacturer¿s international service technician evaluated the ventilator. The reported problem could not be duplicated. No failures were confirmed. No parts were replaced so no parts are expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.